Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported slda appear to be related to circumstances of the procedure as it is likely that pre-existing patient anatomy contributed to the reported slda. The increased mitral regurgitation (mr) is likely due to the reported slda. A conclusive cause for the reported cardiogenic shock and the relationship to the product, if any, cannot be determined. The reported patient effect of worsening mitral regurgitation (mr) and cardiogenic shock as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is being filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, cardiogenic shock, additional mitraclip procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapsed posterior. On 06/06/2017, two clips were successfully deployed, reducing mr to 1. On (B)(6) 2019, the patient returned with cardiogenic shock. Imaging revealed that one clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Per the physician the cause of the slda was due to the pre-existing patient anatomy. The other clip remained stable on both leaflets. The patient was stabilized in the intensive care unit. On (B)(6) 2019, the patient underwent a second mitraclip procedure to stabilize the slda. Two additional clips were deployed, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.